Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the keypad complaint was unable to be investigated due to a blank display. A test display was installed and functioned appropriately. The keypad was punctured and torn. The battery compartment was cracked traveling to the bumper pad, and between the bumper pad and the cover.